Manufacturer narrative:
The complaint was confirmed. The returned curved cannula was analyzed and the distal tip was found to be sheared.

Event description:
It was reported that during an intracept procedure that two curved cannulas were damaged at the distal tip. The peek material from the curved cannulas sheared and was left inside the patient. It was noted that the patient had hard bone. Based on the available information, bsc could not confirm the location of the device fragment. The procedure was completed with additional instruments.